Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were reported to be non-tortuous and non-calcified. It was reported that the bifurcated stent graft was deployed very close to the renal artery. Approximately 4 weeks after the procedure the pt became symptomatic and it was felt that was due to a stent graft reaction. Steroids were prescribed and that improved the pt's condition. A CT scan ordered and showed that the left renal artery was compromised by tissue incorporation on the edge of the stent graft. Two stents were implanted to cannulate the renal artery and that resolved the occlusion. No additonal clinical sequelae were reported and the pt is fine.